Event description:
It was reported the colonovideoscope presented a flickering image on occasions. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on the objective lens. A root cause could not be identified. Based on the results of the investigation, the causes for the flickering in the image, and the the dirt on the objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.